Event description:
Customer reported that the insulin pump was submerged in water and is no longer working correctly. It was noted that the insulin pump was vibrating without an alarm or an alert and there was a constant tone. Customer's blood glucose reading at the time of the call was 373 mg/dl. No further information reported.

Manufacturer narrative:
This MDR related to the (B)(4) manufacturing site has been assigned a medwatch number from the medtronic minimed (B)(4) site, per variance 5. Currently it is unknown whether or not the device may have caused or contributed to the event. The device has been returned, but not yet evaluated. Further information will follow once the analysis has been completed. No conclusion can be drawn at this time.

Manufacturer narrative:
The insulin pump had a blank display due to moisture damage on the electronics. No vibration anomaly was noted during testing. The insulin pump was received with minor scratches on the display window and a cracked reservoir tube lip.